Event description:
Subsequent to the initial medwatch report, additional information received indicated that the stent delivery system was flushed per the instructions for use.

Event description:
It was reported that predilatation was performed prior to the attempt to cross the lesion. The guide wire lumen of the stent delivery system was not flushed and that after a non-abbott guide wire crossed the lesion, an attempt was made to advance the 3.5x28 mm xience v through the guiding catheter; however, resistance was felt with the guide wire and the device was retracted from the patient. It was noted that there was no soft tip on the delivery system; however, it was able to be retrieved by hand since the tip separation occured outside the patient before the xience v 3.5x28 mm was delivered into the guiding catheter. A new 3.5x28 mm xience v stent was deployed to complete the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the guide wire was soaked prior to the procedure, however, not sufficiently enough; therefore, it is likely that as the guide wire was not sufficiently lubricated, the stent delivery system met resistance over the guide wire, resulting in the tip bunching and wrinkling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal seal, confirming the reported separation. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The tip was bunched 1.5 millimeters distal to the separation. The distal end of the tip was wrinkled. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. The inner diameter of the tip proximal to the separation, the inner diameter of the separated portion of the tip up to the bunched area, and the inner diameter of the guide wire exit notch were measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The functional test was not done due to the damage noted to the sds. It was reported the guide wire lumen of the sds was not flushed prior to advancing the sds over the guide wire, which likely contributed to the reported difficulties. It should be noted the xience v instructions for use states: flush the guide wire lumen with hepns using the flushing tool supplied with the product. Insert the flushing tool into the tip of the catheter and flush until fluid exits the guide wire exit notch. It is likely that as the guide wire lumen was not flushed, the sds met resistance over the guide wire, resulting in the tip bunching and wrinkling. Further manipulation of the sds during removal from the guide wire would have contributed to the tip detaching. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.